Event description:
Hospital reports that unit fails to alarm when disconnected from patient. No report of patient injury made to service technician at time of service.

Manufacturer narrative:
The regulator driver pcb was not returned to the product safety dept. From the field for a root cause analysis. Therefore, unable to isolate the cause of the pcb failure. Investigation concluded.